Event description:
It is reported that the surgeon feels this instrument may allow improper rotation resultling in malposition.

Manufacturer narrative:
This report will be amended when our investigation is complete.